Manufacturer narrative:
No conclusion can be made. The information provided indicates the patient underwent a revision procedure one year post implant. No additional details have been provided, as such at this time there is no connection that can be made to identify the device causing or contributing to the hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery. The warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Note the date of implant is an estimate, as the actual date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via (B)(6): "recurrence of right inguinal hernia after 1 years. Required reoperation" the information provided alleges the patient was implanted with a davol 3dmax mesh and one year later underwent an additional procedure to repair a recurrent hernia. The information did not include the details regarding the revision procedure, as such it is unknown if the 3dmax mesh remains implanted at this time.